Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited an increase in capture thresholds. All other electrical measurements were in normal range. The device was reprogrammed. The patient's condition was stable and would continue to be monitored.